Event description:
Fluid pressure was too high in the knee. Setting was lowered twice but flow was still too high. Fluid was suctioned out of knee so there was no injury to patient.====================== manufacturer response for arthroscopy fluid pump, arthroscopy pump (per site reporter).====================== sales representative is saying unit is very sensitive as to how the tubing is placed in the unit. There are (2) newer generations of pumps that are more user friendly that utilizes cassettes which avoids threading tubing around the unit.